Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte sds with stent in two pieces. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination presented no damage or irregularities in the balloon material. Microscopic examination and tactile inspection presented no damage or irregularities through the shaft of the device. Microscopic examination revealed numerous hypotube kinks and a complete hypotube separation 69.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00mm x 20mm liberte stent was selected for use to treat the lesion. However, while the physician was trying to insert the device, the shaft broke outside sheath. The physician withdrew the device out. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00mm x 20mm liberté¿ stent was selected for use to treat the lesion. However, while the physician was trying to insert the device, the shaft broke outside sheath. The physician withdrew the device out. No patient complications were reported.